Event description:
It was reported an error message appeared during a patient check stating "recording data pacemaker on a disk and contact the seller." After the error message, the device check was able to be continued. At the end of the visit, the data was recorded on a disk. Review of the save-to-disk information found that the device had seven power-on-resets due to memory flipped-bits. Follow-up attempts were unsuccessful in determining what action was taken. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.